Event description:
Reporter alleged results had been high on the meter of 200-300 mg/dl compared to the nurses' result of 100 mg/dl. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.